Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the kilovolts. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9800 system would not produce an image. No pt injury was reported.